Event description:
It was reported that the ¿connection¿ of a clearlink system solution set was broken; further described as ¿cracked end¿. The issue was identified while the patient was being disconnected from an unspecified ¿continuous¿ infusion. As a result, the tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿connection¿ of a clearlink system solution set was broken; further described as ¿cracked end¿. The issue was identified while the patient was being disconnected from an unspecified ¿continuous¿ infusion. As a result, the tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.